Event description:
Hill-rom received a report from the account stating the bed exit was unable to arm. The bed was located at the account in room 4. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the scale was zeroed with the patient in the bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician zeroed the bed exit to resolve the issue. Based on this information, no further action is required.